Event description:
It was reported by the customer they had been hospitalized for a non diabetes related issue. Customer felt weak and visited the hospital. Customer's blood glucose level was 124 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.